Event description:
After lasik surgery, I now have very poor night vision and will most likely have to stop driving at night within the next few years. I see halos and star bursts. It appears after some digging and research on my own, I have unusually large pupil such that the lasik cut/treatment area was smaller than the pupil. So during the day and bright light the pupil contracts to a smaller size, and is within the treated area and my vision is o.k. It's not 20/20, but closer to 20/30 or 20/35. However as it gets darker or cloudy, my pupil expands and the outer part of the pupil goes outside of the treated area and my vision gets worse. Then in total darkness at night a larger portion of my pupil is outside of the treated area, causing the halos and star bursts. Sometimes it's so bad that I have to turn on the inside car light to help shrink my pupil and to shrink the star bursts. Knowing what I know now, my doctor should have told me that this would be a side effect of having a large pupil. There is a good chance that knowing this and the severe outcome, I might not have had the procedure.